Event description:
It was reported that during use, a 3.00x18 mm xience xpedition rx stent delivery system was advanced and, with only a light application, the shaft broke at the hub. The device was removed and replaced with another unspecified device. There was no adverse patient effect. Additional information was requested.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported for broken/separated shafts from this lot. Based on the reviewed information, no product deficiency was identified.